Event description:
Rptr complains of communication between esophageal and gastric parts. Tube possibly faulty. When air or saline is injected into one port the other balloon port, the other balloon would inflate. Balloons should be independent.